Manufacturer narrative:
Further information requested but not received.

Event description:
It was reported a patients right ventricular rv lead presented with oversensing noise. No changes were reported. The patient status was unknown.

Event description:
New information received notes the patient's right ventricular (rv) lead was capped and replaced in a procedure on (B)(6) 2024 due to low pacing impedance and inhibition. Post-procedure the patient was stable.